Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
Same journal article as 6000089-2007-00659 and 6000089-2007-00657. It was reported, by a journal article titled "late coronary thrombosis in paclitaxel-eluting stents. Case reports." From the journal of cardiovascular medicine 2007, that post a coronary drug eluting stenting treatment procedure, a thrombosis occured. The initial procedure occured in 2005. The patient was seen for an inferior st-elevation myocardial infarction (mi) and treated with rescue percutaneous transluminal coronary angioplasty (ptca), and placement of a bare metal stent, unknown type and size, to an unknown vessel. One week post procedure, the patient presented with recurring chest pain and ptca was performed in the left anterior descending (lad) artery and the first diagonal (dx) branch. Two paclitaxel-eluting stents were placed using the "crushing technique." The type and size of stent is not provided. The procedure was completed successfully, no complications occured. Aspirin and ticlopidine were prescribed. Two months post procedure, the patient discontinued prescribed therapy. Two months later, the patient was admitted to the emergency room with chest pain. Angiography revealed a complete occlusion of the lad with intra-stent thrombosis and subocclusion of the dx branch. Balloon angioplasty was performed to the lad and dx branch. The patient was discharged 5 days later. No patient complications occured. The patient was discharged on dual anti-platelet therapy for 12 months. A routine angiography at 6 months post procedure showed good result of lad intra-stent balloon angioplasty.